Event description:
A malfunction alarm with malfunction code 9 was reported, and a notable malfunction code reset was performed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer did not report or reset the pump within the last 24 hours for this issue, so technical support provided information and assisted in resetting the pump.